Event description:
Following an index procedure that took place on (B)(6) 2024, a thrombus and pericardial effusion was found requiring diuretic medication and a pericardiocentesis. The patient returned to the hospital on (B)(6) 2024, hypotensive with recurrent episodes of ventricular tachycardia and was started on lidocaine. On (B)(6) 2024, a transthoracic echocardiogram revealed a left ventricular thrombus. Lidocaine was stopped and heparin was started. The patient was diuresed with po torsemide 40mg daily and transferred to another hospital on (B)(6) 2024. An echocardiogram obtained on (B)(6) 2024, showed notable ef 15-25% with no left ventricular apical thrombus, rvsp 40-45 with a large circumferential pericardial effusion concerning for early tamponade physiology. Given no evidence of recurrent thrombus, the heparin drip was stopped. On (B)(6) 2024, the patient underwent pericardiocentesis with 1400 milliliters of serosanguineous fluid removed and a pericardial drain was placed. A transthoracic echocardiogram had not been performed after the index procedure. There were no alleged issues with any abbott devices. The patient is stable. The physician alleges that the pericardial effusion was a reaction to epicardial access.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported thrombus and pericardial effusion remain unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following an index procedure that took place on (B)(6) 2024, a thrombus and pericardial effusion was found requiring diuretic medication and a pericardiocentesis. The patient returned to the hospital on (B)(6) 2024, hypotensive with recurrent episodes of ventricular tachycardia and was started on lidocaine. On (B)(6) 2024, a transthoracic echocardiogram revealed a left ventricular thrombus. Lidocaine was stopped and heparin was started. The patient was diuresed with po torsemide 40mg daily and transferred to another hospital on (B)(6) 2024. An echocardiogram obtained on (B)(6) 2024, showed notable ef 15-25% with no left ventricular apical thrombus, rvsp 40-45 with a large circumferential pericardial effusion concerning for early tamponade physiology. Given no evidence of recurrent thrombus, the heparin drip was stopped. On (B)(6) 2024, the patient underwent pericardiocentesis with 1400 milliliters of serosanguineous fluid removed and a pericardial drain was placed. A transthoracic echocardiogram had not been performed after the index procedure. There were no alleged issues with any abbott devices.